Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00043. The patient is implanted with 5 leads (from the same lot number) as part of his drg system, however only 4 leads are connected to the implantable neurostimulator. Two leads were implanted on (B)(6) 2016 and the additional three leads were implanted on (B)(6) 2016. It was reported the patient experienced an infection in the middle of his back above the lead insertion site. The physician prescribed IV antibiotics. Follow-up information indicated the infection has since resolved.